Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: unable to determine. Source: phone.

Event description:
1 asymptomatic male patient with 2 reported false positive sofia sars results (off-label use at time of report). Confirmed as negative with pcr. No known medications taken. 2 similar results were reported in (B)(6) 2021 for same patient. Additional mdrs to be filed for each event.